Manufacturer narrative:
G.5 PMA / 510(k)# k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positive. The following information was provided by the initial reporter: there are a lot of false positive results for adenovirus (bd max enteric viral assay). Most of the results look like crosstalk, when a sample is highly positive for rotavirus. When looking at the curves, it's clear that the adenovirus target is not truly positive (low fluorescence, low CT value). Examples in runs 4392 a2, 4359 a10, 4335 b9, run 4334 b10, 4332 a6, 4315 a12, 4306 a7, 4291 b12, 4290 a10. Also the customer complains about cdiff false positive results: rxamples in runs 4388 a11, 4381 a2, 4361 a11, 4358 a8, 4353 a8, 4345 a4. Again, when looking at the curves, fluorescence is very low and looks like background.

Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for adenovirus while running the enteric viral panel assay. Customer run data where the suspected false positives were witnessed was provided to bd service and quality for analysis which revealed evidence of optical crosstalk from the fam to vic optics in the presence of a strong rotavirus positive sample. Bd service specialists have requested the customer's instrument database in order to perform further analysis. A bd field service engineer (fse) was dispatched to the customer site to resolve the issue which involved re-normalization of both readers and replacement of the heater mux on instrument side a. The instrument was qualified and confirmed to operate to bd specifications. This complaint is confirmed by bd service and quality. The root cause was traced to component failure of the heater mux and drift in reader normalization values. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of optical crosstalk. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and four additional cases were observed on 15jun2023, 06jul2023, 06sep2023, and 13oct2023 for the complaint failure mode reported.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positive. The following information was provided by the initial reporter: there are a lot of false positive results for adenovirus (bd max enteric viral assay). Most of the results look like crosstalk, when a sample is highly positive for rotavirus. When looking at the curves, it's clear that the adenovirus target is not truly positive (low fluorescence, low CT value). Examples in runs 4392 a2, 4359 a10, 4335 b9, run 4334 b10, 4332 a6, 4315 a12, 4306 a7, 4291 b12, 4290 a10. Also the customer complains about cdiff false positive results: rxamples in runs 4388 a11, 4381 a2, 4361 a11, 4358 a8, 4353 a8, 4345 a4. Again, when looking at the curves, fluorescence is very low and looks like background.